Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated he accidentally pulled off the cap on an unused supply line causing air to enter the set. The hp confirmed he was connected when this occurred. The hp explained that he discarded the sample and did not know the lot number. The hp stated he notified his nurse of the alarm who advised him on proper procedures. The hp advised that he was able to resume therapy successfully with new supplies. Per the hp, he was doing well on therapy. There was no patient injury or medical intervention reported.